Event description:
It was reported while using bd bbl¿ india ink reagent droppers that one ampule had grainy and unusable stain. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary - event description: "the customer reported that product was unusable because it is filled with refractive artifacts that make it impossible to read the slides under a microscope." Complaint history review: a review of past complaints for this product over the past 12 months does not indicate a trend on this issue. Device history record review: a review of the device history record does not indicate any manufacturing issues. Sample analysis: no photos or returns were provided. The retention samples did not exhibit any defects. Evaluations results: based on the investigation, no defect was observed. The retention samples were satisfactory. No complaint trend exists. Investigation conclusion: based on the evaluation of the investigation, the complaint was not confirmed. As no complaint trends are present at this time, no further action will be taken. Bd will continue to monitor trending.

Event description:
It was reported while using bd bbl¿ india ink reagent droppers that one ampule had grainy and unusable stain. There was no health impact or consequence reported.

Manufacturer narrative:
The manufacturing location for this product is rr donnelley. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in sparks, md has been listed in sections d.3. And g.1. And the sparks FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.